Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the defib test due to defective pads cable. There was no patient involvement.